Event description:
Mps reported that while impaction occurred, a robot pushed too hard error popped up on screen. After clearing the issue the cup values changed. Confirmed robot position was adequate, confirmed that robot arm was not pushed and that no chicken wing position occurred.

Manufacturer narrative:
An event regarding hardware error involving a mako robotic arm was reported. The event was not confirmed because the product was not available for inspection. Method & results: product evaluation and results: the field service engineer reported: problem reproduced: no troubleshooting notes: confirmed robot position was adequate, confirmed that robot arm was not pushed and that no chicken wing position occurred. Work performed: adjusted camera base and calibrated arm accuracy on both sides. Pm completed. Full presurgery check passed. System is ready for clinical use. Work order disposition: system investigation completed successfully as per service manual. All system checks and tests passed, system is ready for use. Clinician review: no medical records were received for review with a clinical consultant. Product history review: a review of device history records shows that rob160 was inspected and the quality inspection procedures were completed with no reported discrepancies. Complaint history review: there have been other complaints with similar event(s) for the lot referenced. Conclusions: the alleged failure mode was not confirmed because the product was not available for inspection. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
Mps reported that while impaction occurred, a robot pushed too hard error popped up on screen. After clearing the issue, the cup values changed. Confirmed robot position was adequate, confirmed that robot arm was not pushed and that no chicken wing position occurred.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted if additional information becomes available.